Event description:
An importer representative informed of opened two tapes and they turned green in the conference room of a hotel with no chemical presence and a minimal light exposure, as they were stored primarly in their packages.

Manufacturer narrative:
Signs of possible instability of the product. Possible color change inside the original package since we do not have objective evidence about the time the tape was exposed to light. The retain sample did not show color change. However, there is a possibility of the device not meeting its specifications, which may cause the device to fail to perform its essential function and compromise the sterilization process monitoring effectiveness which could contribute to a serious injury.